Event description:
It was reported that a computed tomography scan was performed and an acute hematoma in the patient's left frontal lobe was seen. This finding resulted in right subfalcine herniation and left uncal herniation. The patient's wife decided not to proceed with emergency neurosurgery. The patient's pump was turned off and the patient passed away on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding and death could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, is currently available. Section 1 of this IFU lists bleeding and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.